Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was not opened. A field service engineer (fse) found that drawer 1.2 pocket a4 failed to open. Diagnostics revealed a cubie pocket jammed with medication on the lid's side. The pocket was assisted open, and customer adjusted the medication for proper lid operation. No additional issues were noted, and the customer successfully performed the workflow. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket a4 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.